Event description:
Medical records and pfs were received from the legal department which identified multiple revision surgeries due to chronic dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the liner and femoral head (contributing products to the reported multiple dislocations). Medical records were received which indicate the patient was non-compliant and fell multiple times. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).